Event description:
Lesion was located in the mid rca. Two endeavor drug-eluting stents were implanted, overlapping (MFR report# 2953200-2008-00799-00800). On the same day as implant the pt suffered an acute non-stemi. The investigator has indicated that the location of the infarction was the inferior. It is unk if the target lesion is involved. Pt had chest pain during and immediately after pci, scored a 8/10. Investigator assessed the event as peri-procedural/evolving non-q-wave mi. Cardiac markers were not taken immediately prior to pci making this difficult to ascertain. Repeat ECG. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Eval. Codes, results: (myocardial infarction).